Event description:
It was reported that the 2600 system generator would not boot up prior to case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.